Event description:
During an ICD change-out, externalized conductors were observed via review of fluoroscopy. No electrical issues noted. At explant, externalized conductors were noted between the rv and svc shocking coils.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis confirmed internal abrasion with externalized conductors at 7.7cm to 12.8cm from distal tip.